Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical devices was completed. On (B)(6) 2020, it was found that the previous report omitted lot number information that was available at the time. The device lot number is 268302, and the relevant field has been updated. Investigation summary: the device was visually inspected, and no apparent damage was found. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected. No anomalies were observed.  A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with a two 280cc mentor memoryshape breast implants and experienced postoperative bilateral rupture. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal and replacement with two 280cc mentor memoryshape breast implants (catalog #:354-1208, left serial #:(B)(4), right serial #: (B)(4)) on (B)(6) 2019. This report is for the left prosthesis.